Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates: b5, g3, h2, h3, h4, h6, h11. Corrections: d4, e3, e4. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation the customer allegation "foreign material" was confirmed. The sampling from the investigation resulted in the material like silicone rubber. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced a foreign material like a rubber plug coming out from inside of the scope during screening procedure while the patient was sedated. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a reprocessing failure was detected, however the cause of the foreign material failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced a foreign material like a rubber plug coming out from inside of the scope during screening procedure while the patient was sedated. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: customer full name and address information. (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.